Manufacturer narrative:
Other, other text: b3: event date, b5: the event occurred during infusion.d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
Additional information is provided for h.2 and h.6. No product was returned. The investigation determined the most probable cause to be due to the force sensor not operating as intended or being out of calibration, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that the device infusing 20 percent il" under-delivered the medication. The syringe volume was 22m infusing at 0.11ml/hour. After 17 hours of infusion, the pump volume read 1.018ml and there was 21ml in the syringe. The actual volume delivered should have been 1.87ml at this time. The volume was corrected to account for only 1ml infusion and approximately an hour later, the pump read 1.115ml delivered. The pump was taken out of service. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.